Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7076349/7077388.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were repositioned and remains implanted. The explanted ipg will not be returned per hospital policy and the patient was doing well postoperatively.